Event description:
Procedure: lobectomy. According to the reporter: the first device was fired successfully. But staples from the next firings did not form completely. The tissue was not closed at all. Bleeding was reported as less than 250cc. Surgery time was extended by more than 30 minutes to over sew the staple line.